Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn (B)(4)) displayed an error message "system error, out of service, revert to manual CPR". The root cause is due to a defective processor board likely due to normal wear and tear. The autopulse platform is a reusable device and was manufactured in january 2006 and is 14 years old, well beyond the expected service life of 5 years. The platform failed the initial functional testing due to a system error, out of service, revert to manual CPR was observed upon powering on the device. Per archive, the occurred system error was found to be latch error 136-internal parameter corrupted. As part of routine service during testing, the platform was examined and found failed load cell based on the load cell characterization. The load cell was found defective likely as a result of damage sustained due to mishandling. To resolve the issue, the damaged load cell needs to be replaced. Visual inspection was performed and found a damaged screw post to the autopulse platform top cover. This type of damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance. As part of routine service, the device was tested and during functional testing displayed an error message "system error, out of service, revert to manual CPR" on the user control panel.